Event description:
Medtronic received information that 2 days following the implant of this transcatheter bioprosthetic valve, hemiplegia in the right upper limb was observed. A brain angiography and magnetic resonance imaging (MRI) were performed that revealed hemodynamic cerebralinfarction. Unspecified conservative treatment was performed. 3 months and 17 days following the valve implant procedure, the patient was hospitalized for infectious endocarditis. During hospitalization, a cerebral infarction developed twice, and the patient was bedridden. Subsequently, aspiration pneumonia and a urinary tract infection occurred. 6 months and 20 days following implant, respiratory arrest occurred and upon being transferred to a nearby hospital, the patient died the following day. Per the physician, the cause of death was infection.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.